Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part # 5-10315 reported is not being manufactured currently, however, another part number from the same family (part # 0000-3-13 lot # 3136393) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 200 samples were taken from the current production; the samples were visually inspected and issue reported "leak - device leak - cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the nurse just heard air coming from patient, rt assessed, notified the provider, tube was exchanged out due to cuff leak". No patient harm or injury reported. Patient condition reported as "fine".